Event description:
It was reported that the pulse generator could not be interrogated. Several attempts were made with multiple programmers. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received visual inspection of the pulse generator found electrocautery marks on the can. The device could not be interrogated via the telemetry wand. After the device was reset, interrogation via the telemetry wand was successful. The pulse generator was monitored for 48 hours; failure did not recur.